Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the screen flashed off when attempting to establish a 12 lead ECG. The device was in use on a patient at the time the alleged malfunction was observed. This event will be reported as a serious injury because another device was used to initiate patient monitoring. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that, when attempting to establish a 12 lead ECG, the user pressed the 12 lead button and the screen flashed off and then back on. The device was in use on a patient and there was no adverse event to patient or user. This report has been updated from a serious injury to a non adverse event as information received clarified the patient was being monitored during a non life-threatening situation.